Event description:
It was reported that during a robotic radical nephrectomy procedure, it was observed that the device stapled halfway, locked out and then shut off. While firing over the artery. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 2/17/2026 d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: 1. Was the firing sequences started? If yes, was the firing sequence completed? They said yes but haven¿t seen the video yet to confirm 2. Did the device deliver any staples? They said yes but im not too sure 3. If yes, were the staples formed properly? Yes 4. If yes, was the staple line complete? Unknown 5. Did the device cut? No 6. If yes, was the cut line complete? Not sure 7. If yes, was there any issue with the cut line? No 8. Was there any difficulty opening the device jaws? Yes but they went straight manual override didn¿t try to trouble shoot 9. If yes, what steps were taken to open the jaws? (Pull open the closing trigger, press home button, use bailout) bailout 10. If the home button was pressed, did the knife fully return to its home position? Surgeon didn¿t even attempt 11. If the jaws could not be opened, how was the device removed? Manual override attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/2/2026. D4: batch #a98k50. Updated data: d4 (lot number, expiration date), h4. Corrected data: d4 (UDI). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with no reload present. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described of difficult to open could not be confirmed as the device open and closed without any difficulties noted. No short cut-absent cut was noted during functional testing. The device event log was reviewed and appears to contain some safety cuts. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a98k50, and no non-conformances were identified.